Event description:
The field application specialist reported the user received questionable sodium results for two patient samples. Patient sample 1 initial result was 127 mmol/l and the repeat result was 135 mmol/l. Patient sample 2 was tested on (B)(6) 2010. The initial result was 133 mmol/l and the repeat results were 141, 139, 139 and 139 mmol/l. The initial erroneous results were not reported outside the laboratory and the patients were not adversely affected. The result of 135 mmol/l was reported for patient sample 1 and a result of 139 mmol/l was reported for patient sample 2. The lot number of the sodium electrode was 21502437. The user declined a service visit. The user stated they replaced the sample probe and felt this may address the problem.